Manufacturer narrative:
(B)(4). The driveline extension cable, 987378, and the unknown driveline cable, were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline extension cable met all requirements for release. The reported event could not be confirmed as controller logs files were not available for analysis. Based on the available information, there is no indication that a device malfunction may have caused or contributed to the reported event. The most likely cause of the reported electrical fault alarm may be attributed to an intermittent connection of the driveline extension cable. Based on the available information, there is no indication that a device malfunction may have caused or contributed to the reported event. The most likely cause of the reported electrical fault alarm may be attributed to an intermittent connection of the driveline extension cable. Per the event details the reported event occurred in a controlled environment (during the implant procedure) and did not result in patient injury. Therefore, this complaint has been reassessed as not reportable to MDR as the reported event did not result in patient injury or affect the function of the vad. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after lvad implant procedure when starting the pump the controller alarmed "electrical fault" alarms. The driveline extension cable was connected at the time. The driveline extension cable was disconnected and the problem resolved. There was no reported effect on the patient. Investigation is ongoing.